Event description:
Account reports one incident of separation of tubing from the y-site while in use with pt. No pt injury noted. Account also reports separation of tubing from the drip chamber. This was noted while in use with the pt but no injury occurred. Samples available for y-site separation only.